Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multiloc humeral nail (mhn) system was used for a surgical neck procedure of humerus fracture. While the surgeon proceeded with the procedure (in accordance with technical guide), the tip of the reported k-wire was discovered to be cut off via x-ray(s). The surgeon took about ten (10) minutes to remove the broken tip from the patient body and continued the surgery. The surgeon had chosen the k-wire for opening the medullary canal. Also during the surgery, the drill bit (part number unknown) interfered with the reported nail when drilling at level f or g. Eventually, the surgeon removed drill sleeve then continued drilling by his maneuver to proceed with the surgery. A surgical prolongation of fifteen (15) minutes was noted. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: september 12, 2013 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.019.008, aiming arm/lat/f/multiloc proximal humeral nail, lot number 8519198). The subject device was received with no visible signs of damage. The sub-component thumb screw m8 peek (60062909) is missing. The multiloc humeral nail system was used for surgical treatment of a humeral neck fracture. As previously reported, no non-conformances were generated during the production of the subject device lot. The review of the device history record showed that there were no issues during the manufacturing of the product. A function test was performed during the manufacturing investigation. The subject device passed the function test without reference to the reported issue. No misalignment of the aiming arm has been found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.